Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that lv lead dislodgement was observed via diagnostic imaging along with lead twisting near the pocket, consistent with twiddler's syndrome. Lead was extracted and replaced. Trace pericardial effusion was noted via transesophageal echocardiogram and not did grow during procedure. Patient was stable post-procedure.